Manufacturer narrative:
Unable to perform displacement test or occlusion test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test, rewind, seating, basic occlusion test and force sensor test. Unit received missing reservoir tube o-ring, cracked select button keypad overlay, minor scratches on case and minor scratches on lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 131 mg/dl at the time of the incident. The customer states there is a crack on reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.